Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, a patient experienced decreased visual acuity. In a follow up, the surgeon reported that there was slight iol decentration in the left eye and repositioning procedure was completed. There was no vision improvement after the repositioning procedure. Because of the minimal eye adaption to near vision, bilateral iol exchanges were proposed to patient. The exchanges were not performed and the patient was prescribed glasses for distance. Additional correction was done with lasik surgery in the left eye. The patient's near vision did not improve and glasses were prescribed. The patient reported that even when wearing his near distance glasses for reading, he was only to read a few lines before "fogging" occurred and he had to stop. The patient's distance vision did not improve after the additional correction, but he stated he had foggy vision, especially while driving. The patient would have to stop for periods of time and traffic light signals were hard to recognize. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4). This report was mailed to FDA on: july 11, 2014. (B)(4).